Manufacturer narrative:
Pump immediately alarmed pump error 38 during rewind. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Found 5 pump error 38 alarms on the event date of (B)(6) 2025 at 06:52:35.000 to 07:04:26.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor home switch. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label missing, and keypad overlay texture damage. Pump error 38 was confirmed during testing due to moisture damage on the motor home switch. Moisture damage was noted found on the battery tube and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer stated the pump was not exposed to a high magnetic field. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the serialized device was replaced. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.